Manufacturer narrative:
Unable to properly investigate since the sample was not returned. Evaluation results: DHR review: the quality records for lot 130660 000 are complete and in order. There are no non-conformance associated to this lot number. No similar complaints have been recorded for this lot. The sample was not returned for further investigation. The investigation was based upon the hypothesis of catheter disconnection as cause of the reported problem. Catheter disconnection test for lot 130660 000 is 28.75n spec >5n. Based on similar ports that have been returned due to similar complaints, it's been concluded that the catheter connection was not correctly secured with the locking collar as described in the IFU. The risk of catheter disconnection is identified in the risk analysis. The review of the IFU shows detailed/adequate instructions for connection of the catheter to the port, specific pictures in the IFU show how to connect the catheter and secure with the locking collar system.

Event description:
Event desc: patient was to have lab drawn and chemotherapy from her port-a-cath. In lab, unable to aspirate. Some edema noted above port. Nurse attempted to flush line; increased edema above port noted. Patient sent to interventional radiology. Port fragment discovered in pulmonary artery. The foreign body (fragment of port-a-cath, approximately 26cm of catheter) was retrieved from patient's pulmonary artery by interventional radiology procedure performed under moderate sedation. What was the original intended procedure: lab draw and chemotherapy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).